Manufacturer narrative:
The company service representative examined the system and was unable to confirm or replicate any system nonconformity. The company service representative verified the energy settings. The system was then tested and met all product specifications. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a flap adhesion of the left eye during surgery. An eye burn and a torn flap was noted when the surgeon tried to open the flap. Additional information requested.